Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at philips, and the symptom was verified. This issue was resolved by replacing both the control & power pcas.